Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot : part number: 314.743, synthes lot number: 7773993, supplier lot number: n/a, release to warehouse date: 03-apr-2015, expiration date: n/a. No ncrs were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: visual inspection: the drive shaft-minimum 520 mm length for use with ria (part # 314.743) was received with the distal tip broken; fragments were not returned. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: the applicable dimension, the hexagonal tip width across the flats, was unable to be measured due to post-manufacturing damage. Document/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Material review: the material, and material properties of the returned part were determined to be conforming at the time of manufacture based on review of the DHR. Conclusion: the complaint condition is confirmed as the ria drive shaft (part # 314.743) was received with the distal tip of the device broken. There is no indication that a design or manufacturing issue contributed to the complaint. No definitive root cause was able to be determined with the provided information. The system risk document was found to adequately address the complaint condition; see related action. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code hrx. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018, the tip of the reamer irrigator aspirator (ria) shaft broke off in the intermedullary space of the patient¿s femur during reaming. The fragment was not retrieved and was left in the patient. Procedure was successfully completed with no surgical delay. Procedure had no adverse effect to the patient. This report is for one (1) drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for (B)(4).